Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire stuck inside the needle is confirmed and the cause is found to be use-related. The device returned was a guidewire and a pink-hubbed introducer needle. Also included was a label from a ¿two-lumen central venous catheterization set with blue flextip catheter¿ from arrow. Visual observation found that the needle was positioned at about the middle of the wire. Material consistent with biological residue was found at the tip of the needle, between it and the wire. This appeared consistent with biological residue. Reddish residue with the appearance of dried blood was also found. The core wire was found to be broken adjacent to the distal weld tip. The characteristics of the break (tapering, some granularity in the break surface, location adjacent to the weld tip) as well as the plug of biological material are consistent with retraction of the wire against the needle bevel while it is inside the needle. The distal needle bevel also manifested damage consistent with wire retraction. The IFU states the following: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause or resistance cannot be determined.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the access of the vein with the needle, the guidewire passed but when trying to maneuver the guidewire it got stuck. It was stated the physician had to remove the guidewire with the needle and use another type of guidewire for the placement of the niagara. (B)(6) 2018 -sample evaluation found core wire broken.